Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "initial implant on 1994. Pt had a fx 1 yr later - it was fixed with a dall miles cable - plates. Today, the surgeon found, the stem grossly loose -> he removed the stem and tip and then replaced with a omnifit hfx, +0 28mm c-tapered head and a constrained insert."